Event description:
It was rpeorted that a vessel dissection occurred as a result of repeated unsuccessful attempts to cross a very tight rca lesion with the guide wire. The vessel dissection extended during the procedure, which eventually lead to an acute closure of the rca. No attempts were made to open the artery. Reportedly, the pt is doing well.